Event description:
A nurse contacted technical service to report that the viking xl lift had an issue, alleges tilting to the left and something snapped. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
A device inspection is still pending at the facility. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The service technician was contacted for additional information. The technician stated that they could not locate a viking xl that needed repair at the customer's facility. Based on this information, the cause to the alleged issue will be undetermined since the lift could not be located. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. Although there was no injury associated with the reported incident and a root cause could not be determined at this time. If the reported event were to recur it could lead to serious injury or death. If any additional information is received regarding this complaint a supplemental report will be submitted.

Event description:
A nurse contacted technical service to report that the viking xl lift had an issue, alleges tilting to the left and something snapped. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.